Event description:
The account reported the side rail will not stay in the raised position. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the account had restraint straps blocking the side rail latching mechanism not allowing the latch to fully lock, user error. Per the hill-rom service manual, the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. The technician removed the restraint straps and educated the account on how to attach the straps correctly on the bed. Based on this information, no further action is required.